Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product and rupture. Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.6

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product and rupture confirmed via ultrasound, MRI, and mammogram. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of rupture and anxiety - product/ procedure was received on jul 15, 2025, with lot number 2511671. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, an opening assessed as fold flaw opening. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.